Event description:
"When disconnecting the insufflation tap from the subumbilical trocar, there was a fracture of subumbilical trocar external to the abdominal cavity several centimeters above the skin. Several pieces of the cannula fell into the patient cavity. All pieces were retrieved and x-rays were performed to ensure no foreign objects remained in patient. (B)(6) hospital immediately filed a user report with the FDA regarding this incident."

Event description:
It was reported (B)(6) 2010 that the patient was experiencing an underdose. No alarms were noted; volumes measured equally. The patient responded to a 50 mcg bolus through the cap (catheter access port) but did not respond to a programmed 50 mcg single bolus. It was reported that the patient was scheduled for an indium dye study on (B)(6) 2010. It was later reported on (B)(6) 2010 that the dye study was completed. Results were inconclusive. The patient was to be seen by the managing physician this week. A referral for revision surgery might occur. The patient had never had therapeutic effect. An indium study did not show any pooling of indium in the csf (cerebrospinal fluid) after 50 hours of the pump running at 1000 mcg/day of a 2000 mcg/ml baclofen. The hcp believed they saw some indium in the catheter. The pump contained lioresal. The patient was being seen by a neurosurgeon for possible revision of the catheter and possible pump replacement. No revision had been scheduled as of (B)(6) 2010

Manufacturer narrative:
Reagent lot number for total psa was 156171. Reagent lot number for free psa was 155066.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The patient sample was provided for investigation. The questionable results could be reproduced. Investigation of the sample revealed interfering factors in the patient sample, such as a rare isoform of psa or auto-antibodies blocking the specific epitopes. This interference is documented in product labeling. No adverse events were reported.

Event description:
Customer received one patient sample that gave a higher result for free psa than the result for total psa. Units of measure for free psa and total psa were not provided. Initial free psa result gave 1.07. The repeat result was 1.08. Initial total psa result gave 0.061. The repeat result also gave 0.061. No information was provided if results were reported or if patient was adversely affected. Free psa gen 2 and total psa reagent lot numbers were not provided.